Event description:
A pt reported blood glucose results of 260 mg/dl and 121 mg/dl with a lifescan meter, performed within 20 minutes of each other.between the tests there was no intervention that would be expected to change the blood glucose.